Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient presented with pain in the limb. A CT revealed an occlusion of the stent graft. The physician stated that the occlusion was caused by stenosis at the distal end of the stent graft; in addition, they physician did not balloon at the end of the procedure. The physician performed an intervention were lysis treatment was carried out and normal flow was achieved. No clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4)